Manufacturer narrative:
No patient present. Cable not returned to manufacturer. Cable was swapped per RMA, and system is working as intended.

Event description:
Medtronic representative reported the port on the external side of the cable is not making a good connection with the axiem cable. Event did not occur during surgery and no patient was present.